Event description:
Customer was hospitalized due to high blood glucose levels. Customer reported ketones as well. Troubleshooting was performed and pump passed the prime test. Customer did not have the tubing clamp to run the high pressure test. Customer was sent a tubing clamp and was instructed to call back to run the test.